Event description:
Senseonics was made aware of a hypoglycemia event where the system did not alert the patient. The event happened on (B)(6) 2025 at around 05:46 am. The patient reported that the blood glucose (bg) value at the time of event was 102 mg/dl whereas sensor glucose (sg) reading was 74 mg/dl. The patient was able to self resolve the event with jubin tube.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. The investigation revealed that n (B)(6) 2025 at 5:46 am user's sensor glucose (sg) was 79 mg/dl, and bg was 102 mg/dl. A review of the alert history revealed that the user did not receive a low glucose alert at 5:46 am as user's was above 70 mg/dl. Even though neither the sg nor bg were below the low glucose alert level, the user reported that he had symptoms of a hypoglycemic event. The investigation also revealed transient optical instability in the reference channels during the reported time frame. His observed instability most likely contributed to the sg/bg mismatch at the time of the event. By (B)(6) 2025, the instability recovered. A review of 2 weeks ((B)(6) 2025) worth of data post feedback was analyzed, and user's system showed better sg/bg agreement and was within performance expectations. B4. Date of this report 05 june 2025. G3. Date received by the manufacturer? 05 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.